Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. Following stent deployment, a 14-6/5.8/75 xxl vascular balloon catheter was used for post-dilatation. However, during the first inflation at 4 atmospheres for a few seconds, the balloon ruptured. The device was removed together with the guide wire and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. It was further reported that this complaint was already reported under report number 2134265-2019-06590.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superior vena cava. Following stent deployment, a 14-6/5.8/75 xxl vascular balloon catheter was used for post-dilatation. However, during the first inflation at 4 atmospheres for a few seconds, the balloon ruptured. The device was removed together with the guide wire and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.